Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 150 mg/dl. The customer cleared the alarm and resumed insulin delivery. As the customer had changed the pump supplies since the alarm, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.